Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was unable to get the charger connected to the ipg and could not charge the implant. The physician believed that the ipg was tilted. The patient underwent a pocket revision procedure and did well postoperatively. No malfunction was suspected.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to get the charger connected to the ipg and could not charge the implant. The physician believed that the ipg was tilted. The patient underwent a pocket revision procedure and did well postoperatively. No malfunction was suspected.